Manufacturer narrative:
A ge service rep performed an on site investigation. The distribution board was replaced and the voltages were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the cine images would freeze. No reports of patient injury.